Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 400 mg/dl. Customer stated they was concerned with blood glucose they said they just forgot to bolus it happened two days ago and blood glucose was 408 mg/dl treated with the insulin pump it came down after bolus. Customer declined troubleshooting. The insulin pump will not be returned for analysis.